Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The common compute controller (ccc) was analyzed and found to have no functional issues when installed on an in-house system. The system was power cycled 10 times and the fiber optic light levels were checked each time and within the expected range. The system was left to idle overnight and the error didn't return. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is linked to the device but unable to be traced more specifically since failure analysis was unable to reproduce the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the reported issue. A log review confirmed fiber errors 54 and 31089. During the site visit, the fse observed that all systems were connected directly to the system fiber ports. The fse could not confirm whether the fiber cables were routed through or fiber wall jacks. A damaged fiber jack was observed. The fse replaced the common compute controller (ccc) as a precaution. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system shut down unexpectedly. The technical support engineer reviewed the logs and found no associated faults. The customer was able to power the system back up and continue with the case. Later, additional context was provided regarding the incident, where it was reported that the instrument arms moved unexpectedly on their own when the fault occurred, unrelated to the console hand controls retracting as expected. After the fault, the customer restarted the system and was able to continue the procedure without further errors. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no harm to the patient. The procedure was completed robotically